Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found that the blue fiber port on the patient side cart (psc) had been pushed inward and successfully reseated the port to restore normal positioning. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicated that the device may have contributed to the customer reported issue.

Event description:
It was reported that the customer experienced an issue with the blue fiber port of the patient side cart (psc), it was pushed in and could not get it back out. System was unusable at the time. The customer reported event has no report of patient injury.